Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump screen went black, pump shutdown and an unspecified malfunction occurred. Additionally, it was reported that a temperature alarm occurred; the customer was in normal temperature conditions when this occurred. Customer¿s blood glucose level was 206 mg/dl. The customer reverted to manual injections for insulin therapy.